Manufacturer narrative:
(B)(4). Chen, chun-yu, et al.,"influence of nail prominence and insertion point on anterior knee pain after tibial intramedullary nailing (2014)." Volume 37, number 3. Healio.com/orthopedics. Search: 20140225-52. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article, that sixty (60) patients who underwent a tibial intramedullary nailing procedure, developed anterior knee pain. No further patient consequences were reported. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article, that ten (10) patients reported to have anterior knee pain. The ten (10) patients also experienced nail prominence, following implantation of a tibial intramedullary nail. No further patient consequences were reported. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.